Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was fluctuating and that the pump battery was depleting quickly. Additionally, it was reported that the pump shut off unexpectedly. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.